Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose of 40 mg/dl. The customer's blood glucose later rose from 61 mg/dl to 114 mg/dl. The customer stated the insulin pump informed her to deliver a bolus when her blood glucose was in normal range. The customer also reported eating 40 grams of carbohydrates and wanted advice on treatment. The customer was advised to consult with her health care provider. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.